Event description:
It was reported to philips that the system crashed and was unable to boot back up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; cardiac procedure was performed by the customer and the treatment was delayed. Upon troubleshooting, fse found the single board issue. To resolve this issue, fse replaced defective hdd (hard disc drive) and sbc (single board computer) and uploaded ghost backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.